Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, a (B)(4) ventilator "went down." Although it was reported that the ventilator "went down" a review of the diagnostic logs indicates the device entered backup ventilation. The device was available for evaluation. The medtronic service engineer (se) inspected the device and found the ventilator was in an inoperative condition. The se powered up the unit and found it was alarming and was in the safety valve open state. The se checked the ventilator logs and found a relevant diagnostic code which confirmed that the ventilator had entered backup ventilation at the time of the event. The se could not duplicate the reported code or condition. The ventilator passed all testing per manufacturer specification at the time of service and was returned to the customer. The investigation could not determine a cause of the event. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a (B)(4) ventilator "went down." The patient was removed from the ventilator and placed on an alternate ventilator with no injury. Although it was reported that the ventilator "went down" a review of the diagnostic logs indicates the device entered backup ventilation.

Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, a 980 ventilator "went down." Although it was reported that the ventilator "went down" a review of the diagnostic logs indicates the device entered backup ventilation. The device was available for evaluation. The medtronic service engineer (se) inspected the device and found the ventilator was in an inoperative condition. The se powered up the unit and found it was alarming and was in the safety valve open state. The se checked the ventilator logs and found a relevant diagnostic code which confirmed that the ventilator had entered backup ventilation at the time of the event. The se could not duplicate the reported code or condition. The ventilator passed all testing per manufacturer specification at the time of service and was returned to the customer. The investigation could not determine a cause of the event. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator "went down." The patient was removed from the ventilator and placed on an alternate ventilator with no injury. Although it was reported that the ventilator "went down" a review of the diagnostic logs indicates the device entered backup ventilation.